Event description:
It was reported that 10 pen ndl 32g 4mm hp 100 box 1200 ca were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needles would not allow the insulin to flow during the injection. Verbatim: from phone call on (B)(6) 2020 13:56:32: called and left voice message with bd cares phone # and hours of operation. Asking to record this complaint properly with demographics for consumer and if they need a mail kit dc. From phone call on (B)(6) 2020 10:06:59: called and left message with this consumers voice message system. Asking them to call bd cares phone line so I can obtain more info for this pir and issues replacement and possible mailing kit. Dc date received for intake: (B)(6) 2020. It was reported that the needles would not allow the insulin to flow for injection. Customer called and explained her husband has had 15-20 needles from each box that would not allow the insulin to flow through the needle for administration. She would like replacements. This issue has been going on for approx 3 years. They encountered this issue with a few yesterday (B)(6) 2020."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 pen ndl 32g 4mm hp 100 box 1200 ca were unable to deliver medication during use. The following was reported by the initial reporter, "it was reported that the needles would not allow the insulin to flow during the injection. Verbatim: from phone call on 2020-10-20 13:56:32: called and left voice message with bd cares phone # and hours of operation. Asking to record this complaint properly with demographics for consumer and if they need a mail kit dc from phone call on 2020-10-16 10:06:59: called and left message with this consumers voice message system. Asking them to call bd cares phone line so I can obtain more info for this pir and issues replacement, and possible mailing kit. Dc date received for intake: 13-oct-2020: it was reported that the needles would not allow the insulin to flow for injection. Customer called and explained her husband has had 15-20 needles from each box that would not allow the insulin to flow through the needle for administration. She would like replacements. This issue has been going on for approx 3 years. They encountered this issue with a few yesterday (B)(6) 2020."